Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient implanted with an impella cp and experienced bleeding at the impella access site that required intervention. It was reported on the first day of support that following the patient¿s transfer from the procedural room to the intensive care unit, the access site was bleeding. It was noted that the patient had been restless and was moving ¿quite a bit¿ during the procedure due to being hot and wanting to vomit. Manual pressure was held at the access site, and the forward tension sutures were replaced. The angle of the impella sheath was adjusted, 4x4 gauze was applied, and a femstop was applied. Hemostasis was achieved. The following day the pump was removed by vascular surgery. It was noted that the patient was stable subsequent to explant and that the patient did not require any blood products. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no product was returned. Asae/ major bleed: the cause of the bleed was most likely use issue related due to patient movement as the patient was restless and hemostasis achieved with forward tension sutures redone, angle of impella adjusted, 4x4¿s applied. Device history lot: device lot: 1969414. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.